Event description:
In 2008, it was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used to treat a "gastric bleeder". According to the complainant, during the procedure the device did not cauterize. The physician completed with a second injection gold probe catheter. There were no pt complications and at the conclusion of the procedure, the pt was reported to be "fine".

Manufacturer narrative:
Visual examination of the returned device did not reveal any anomalies. Electrical tests (electrode isolation test, current load test) were performed; the hemostasis probe performed as intended. The reported malfunction could not be replicated. A search of the complaint database revealed on additional similar complaint (same failure mode, same customer, same lot); the device eval was unsuccessful in replicating the malfunction.